Event description:
Patient had life port catheter inserted on 11/14/90 to provide vascular access for chemotherapy. On 8/13/92 it was discovered per radiographic films that the catheter had severed off and a piece of catheter was located in her right atrium. A planned removal under fluoroscopy was scheduled for 8/14/92.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.